Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant was the only component received for evaluation. The investigation of the returned implant found the coils severely stretched and damaged with the attachment monofilament still attached at proximal. The monofilament profiles a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during the withdrawal of an embolization implant coil, the implant detached unexpectedly. There was no reported injury to the patient or intervention.

Event description:
It was reported that during the withdrawal of an embolization implant coil, the implant detached unexpectedly. There was no reported injury to the patient or intervention.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The implant was the only component received for evaluation. The investigation of the returned implant found the coils severely stretched and damaged with the attachment monofilament still attached at proximal. The monofilament profiles a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.